Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor barrier separation of sample, and stopper pull out of tube when in the analyzer. This event occurred 300 times. The following information was provided by the initial reporter. The customer stated: the yellow head tube has "cannot be centrifuged smoothly" the blood cells cannot be separated, the quality and density of the gel are problematic, and the red blood cells are mixed with the gel instead of the upper and lower layers.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off and poor barrier separation with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off and poor barrier separation as all samples met specifications. 4 retained samples from the same lot number were, therefore, drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. All samples separated as expected. None of the cap/stopper assemblies detached from their tubes during the procedure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off and poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.